Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not turn back on. Customer's blood glucose (bg) level was 540-541 mg/dl. A manual injection was administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.